Event description:
Device malfunction: premature, partial stent deployment. Time of malfunction: unknown. Symptoms/ae: none. It was reported that during an inferior mesenteric artery (ima) stenting procedure, the xpert stent would not cross the lesion. The xpert was removed from the anatomy without incident. A dissection occurred from a non-abbott guide wire, and the physician used a non-abbott stent to stent the lesion. The patient was ultimately taken to surgery post procedure for clotting of the ima. This represents all the available info provided. Evaluation of the returned device revealed the stent was partially deployed by 2 strut rows.

Manufacturer narrative:
Biliary stent, used in the inferior mesenteric artery. Evaluation summary: evaluation of the returned device found the stent was partially deployed by two strut row. The device was returned as a complete unit for investigation. There were no kinks noted in the outer tubing, and the tuohy borst valve was in the closed position. The guidewire lumen was flushable and the guidewire did not show any resistance. During testing, the stent was fully deployed. And the stent and the stent area did not show any abnormalities. A specific root cause for the premature partial stent deployment could not be determined based on the investigation findings. A review of the device lot history record (lhr) did not reveal any non-conformity relevant to this investigation.